Manufacturer narrative:
No failure was detected with the device after several evaluations were performed.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported the 5/32 inch drill with jacobs chuck was received in two pieces. No further information was provided by the user facility.

Event description:
It was reported the 5/32 inch drill with jacobs chuck was received in two pieces. No further information was provided by the user facility.